Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 100mg/dl obtained using the subject meter compared to a reading of 65mg/dl obtained using a bayer contour device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.